Event description:
It was reported that the one hub cap on the inside of the shell was previously stripped before the shell was opened for use. The tech and surgeon were unable to remove the hub cap to place a screw. Another shell was opened to place a screw and complete the procedure. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the provided pictures identified a shell with one hole plug not removed. No further evaluation could be made from the provided images. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.